Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened express esc button dome switch. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent called and reported the insulin pump gave a low reservoir alarm that could not be cleared. Customer's parent stated the insulin pump seemed like it was frozen and the button was not doing anything. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.